Event description:
It was reported that a patient had an infection in the back and a portion of the catheter from the spinal segment was removed. The healthcare professional (hcp) left the pump and pump segment implanted and tied off the catheter segment. The pump was set at a minimum rate until the patient¿s infection healed. The drug being infused by the pump was unknown. No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient passed away from cancer unrelated to the pump or the previously reported infection. No additional information was obtained.

Manufacturer narrative:
(B)(4).